Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory has been discarded and will not be returned to intuitive surgical, inc. (Isi). The probable root cause cannot be determined based on the information provided. Since the product was not returned for failure analysis investigation to confirm or replicate the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there were two monopolar curved scissor tip cover accessory that had slipped off. There was no patient injury or harm. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated, the tip covers were not retained so will not be returned.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated, the tip covers were not retained so will not be returned. Additionally, they stated that the hospital cannot confirm the batch number for the accessory. They are unsure if the issue was identified when the instrument was inside the patient's body. There was no report of arcing, the mcs tip cover accessory did not fall into the patient's body.